Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a mastopexy on an unknown date and a topical skin adhesive was used. The patient experienced a rash at the incision site. Topical hydrocortisone was applied by the patient on the advice of the surgeon and the issue was resolved.